Event description:
Reportedly, during implantation, once the leads were connected to the box, a live detection test was run on the programmer. A few spontaneous ventricular events were detected and displayed (r), but the voltage was not indicated (r only). The detection test was repeated several times, with the same faulty display.

Event description:
Reportedly, during implantation, once the leads were connected to the box, a live detection test was run on the programmer. A few spontaneous ventricular events were detected and displayed (r), but the voltage was not indicated (r only). The detection test was repeated several times, with the same faulty display.

Manufacturer narrative:
The reported issue cannot be confirmed based on the log files provided. The reported issue could be related to the real time markers trace not displayed in real time. The r markers and r amplitude measures that are not displayed on the programmer screen are indeed correctly presented in the files stored during these recordings, therefore excluding any communication issue. The exact root cause of the reported problem has not been determined with certainty. The most probable cause is a software bug at the programmer software interface layer for the display. This case is retained and utilized for trend purposes.